Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be low flow due to over-lamination from upper belt temperature too high during film laminating. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has alerted 113 (reduced water temperature control) x 2. Trying to get patient to normothermia. Water temperature (wt) was 31c and size medium pads in place. Water flow rate (wfr) was 0.5 l/m. Only three pads attached because of open site. System diagnostics showed that the circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 794 and pump hours were 790. Had nurse stop therapy, empty pads and disconnect, advised to add 4th pad but lay to the side. Reconnected and verified all lines straight with no bends or kinks. Had restart therapy but water flow rate (wfr) was stabilized at 0.2 l/m after close to 5 minutes. Advised to swap out to a new set of pads. Explained importance of water flow rate (wfr) when it comes to heater being able to enable. Nurse would leave pads at desk for follow up and investigation. Per customer via phone on 06jun2024, it was reported that therapy was completed without any impact to the patient. The patient was a 33 year old male that weighs 72.9 kilos. Instructed by mis to drain the pads and reservoir. They refilled the reservoir and changed the pads to larger pads. This resolved the issue. The device was sent to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section." However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40 degree celsius (104 fahrenheit); water temperature low limit greater than or equal to 10 degree celsius (50 fahrenheit); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the arcticgel¿ pads are only for use with an arctic sun® temperature management system. ¿ the arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has alerted 113 (reduced water temperature control) x 2. Trying to get patient to normothermia. Water temperature (wt) was 31c and size medium pads in place. Water flow rate (wfr) was 0.5 l/m. Only three pads attached because of open site. System diagnostics showed that the circulation pump command (cpc) was 36 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 4, system hours were 794 and pump hours were 790. Had nurse stop therapy, empty pads and disconnect, advised to add 4th pad but lay to the side. Reconnected and verified all lines straight with no bends or kinks. Had restart therapy but water flow rate (wfr) was stabilized at 0.2 l/m after close to 5 minutes. Advised to swap out to a new set of pads. Explained importance of water flow rate (wfr) when it comes to heater being able to enable. Nurse would leave pads at desk for follow up and investigation. Per customer via phone on 06jun2024, it was reported that therapy was completed without any impact to the patient. The patient was a 33 year old male that weighs 72.9 kilos. Instructed by mis to drain the pads and reservoir. They refilled the reservoir and changed the pads to larger pads. This resolved the issue. The device was sent to biomed.